Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review, it was revealed that the right atrial lead exhibited intermittent over-sensing. Intermittent over-sensing was not reproducible with activity. The patient was asymptomatic to the event. No intervention was performed. Patient was stable and would continue to be monitored.